Manufacturer narrative:
5/12/97 supplement report #1 submitted to FDA.

Event description:
The device was used for colostomy closure. Reportedly, the instrument misfired. The surgeon susutred to complete the anastomosis. The hosp reported that no pt injury had occurred.